Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during preparation for use. The rigid video scope displayed pink and green on the monitor. There were no reports of patient harm.

Event description:
It was reported that during preparation for use, the rigid video scope displayed pink and green on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable and fiber bonding in distal end damaged. Based on the results of the investigation, it is likely the confirmed customer report of image was pink and green was due to a broken video cable. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the broken video cable and damaged fiber bonding in the distal end identified during the device evaluation were due to a stress problem. However, a definitive root cause could not be established." Olympus will continue to monitor field performance for this device.